Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 5517-f-602, triathlon p/a cr beaded #6r, lot code: s947k. Cat. No.: 5520-b-600, triathlon prim tib baseplate - cemented, lot code: gpjfa. Cat. No.: 5554-l-381, triathlon mb patella pa a38 lot code: stjyb. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned

Event description:
Ten month post op infected knee. Primary knee performed out of state.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Visual, dimensional, and functional inspections were not performed as no items were returned. There have been no reported discrepancies for the referenced lot or sterile lot. There have been no reported events for the lot or sterile lot referenced. The exact cause of the event could not be determined because insufficient information was provided. Further information is needed for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is required at this time.

Event description:
Ten month post op infected knee. Primary knee performed out of state.